Event description:
It was reported that cartridge would not load and customer experienced low blood glucose level of 41 mg/dl. There was no reported need for emergency third-party assistance, and customer was not incapacitated due to blood glucose level. Customer consumed carbohydrates, replaced cartridge and infusion set, and then resumed insulin, while technical support resolved issue and arranged shipment of replacement cartridge and infusion set and transferred customer to another team to discuss receiving samples of different infusion set.